Event description:
Customer reported that a child was receiving proton beam accelerator treatment. Patient was reportedly under anesthesia. During treatment, hospital staff reportedly noted cardiocap 5 started to smoke and flames were subsequently noted. Unit was unplugged and removed from the room. There was no reported patient injury.